Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the customer was going through the updating process, the pump shut down. Reportedly, the customer tried to plug the pump into another power source, but the pump was still not able to turn on. The customer's blood glucose (bg) level was 403 mg/dl. Reportedly, the customer addressed elevated bg level with manual injections. It was confirmed that the customer had an alternate method of insulin delivery available.